Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch #(B)(4).

Event description:
Procedure performed: ni. Event description: complaint created based on medwatch received by maude search. Report number (B)(4). "Gel port was in the incision on patient's abdomen. Doctor put his hand through the port and the film inside detached from the ring. Upon inspection, it does not appear any of the film from the port was missing." Device not available for return. This is an anonymous complaint filed by an unknown reporter via maude. Thus, no further information can be obtained. Intervention: ni. Patient status: no patient injury or illness was reported within the description of the complaint event.

Event description:
Procedure performed: laprascopic assisted low anterior resection with loop illeostomy. Event description: complaint created based on medwatch received by maude search. Report number (B)(4). "Gel port was in the incision on patient's abdomen. Doctor put his hand through the port and the film inside detached from the ring. Upon inspection, it does not appear any of the film from the port was missing." Device not available for return. This is an anonymous complaint filed by an unknown reporter via maude. Thus, no further information can be obtained. Additional information was received via mail on 06jul2021 from medwatch form uf/importer report #(B)(4). Form confirms that device cannot be returned. Account was identified from medwatch form (account #1007184- hennepin county med ctr). Additional information was received via email on 12jul2021 from [name]: the case was completed without incident. The event occurred during extraction of the colon. Device was disposed of after the procedure. Patient safety coordinator unable to provide more details regarding how the "film inside detached from the ring," she is unable to specify which part became "detached." Type of intervention: "case was completed without incident". Patient status: no patient injury or illness was reported within the description of the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed, and engineering was unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the event description, it is possible that the sheath had separated from the ring due to a weak or incomplete heat seal. However, this could not be confirmed as the event unit was not returned. This report is to follow-up medwatch #(B)(4). Corrections: e1 - reporter name.